Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain") in a 23-year-old female patient who had essure (batch no. 622309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatty liver, nausea, vomiting and heart murmur. Concurrent conditions included body mass index normal, diabetes mellitus, fibromyalgia, depressive disorder, myalgia, myositis, obsessive-compulsive disorder, obesity, lumbago, frequency urinary and perineal pain. Family history included hypertension (father). Concomitant products included metformin since 2014 for diabetes mellitus as well as contraceptives for topical use from 2004 to 2016, fluoxetine hydrochloride (prozac) from 2009 to 2012, medroxyprogesterone (depo provera) from 2014 to 2016, phentermine in 2010, pregabalin (lyrica) since 2010 and vicodin from 2005 to 2015. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia"). In 2009, the patient experienced menstruation irregular ("irregular cycles/irregular periods"), depression ("depression"), nausea ("nausea") and pelvic pain ("chronic pelvic pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced hepatic function abnormal ("abnormal liver function"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, headache, menstruation irregular, depression, fibromyalgia, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, hepatic function abnormal and ovarian cyst outcome was unknown, the weight increased was resolving and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hepatic function abnormal, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram: in 2007: total bilateral occlusion current weight: 233 lbs. *hcg pregnancy test was negative. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received - event outcome for the event weight increased was added as recovering. New reporter was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain") in a 23-year-old female patient who had essure (batch no. 622309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatty liver, nausea, vomiting and heart murmur. Concurrent conditions included body mass index normal, diabetes mellitus, fibromyalgia, depressive disorder, myalgia, myositis, obsessive-compulsive disorder, obesity, lumbago, frequency urinary and perineal pain. Family history included hypertension (father). Concomitant products included metformin since 2014 for diabetes mellitus as well as contraceptives for topical use from 2004 to 2016, fluoxetine hydrochloride (prozac) from 2009 to 2012, medroxyprogesterone (depo provera) from 2014 to 2016, phentermine in 2010, pregabalin (lyrica) since 2010 and vicodin from 2005 to 2015. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia"). In 2009, the patient experienced menstruation irregular ("irregular cycles/irregular periods"), depression ("depression"), nausea ("nausea") and pelvic pain ("chronic pelvic pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced hepatic function abnormal ("abnormal liver function"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, headache, menstruation irregular, depression, fibromyalgia, migraine, nausea, dysmenorrhoea, dyspareunia, hepatic function abnormal, ovarian cyst, mood swings, hot flush, night sweats, vaginal haemorrhage and menorrhagia outcome was unknown, the weight increased was resolving, the fatigue and pelvic pain had resolved and the alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hepatic function abnormal, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram: in 2007: total bilateral occlusion. Current weight: 233 lbs. *hcg pregnancy test was negative. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received:the event mood swings, hot flashes, night sweats, abnormal vaginal bleeding, menorrhagia added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain") in a 23-year-old female patient who had essure (batch no. 622309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatty liver, nausea, vomiting and heart murmur. Concurrent conditions included body mass index normal, diabetes mellitus, fibromyalgia, depressive disorder, myalgia, myositis, obsessive-compulsive disorder, obesity, lumbago, frequency urinary and perineal pain. Family history included hypertension (father). Concomitant products included metformin since 2014 for diabetes mellitus as well as contraceptives for topical use from 2004 to 2016, fluoxetine hydrochloride (prozac) from 2009 to 2012, medroxyprogesterone (depo provera) from 2014 to 2016, phentermine in 2010, pregabalin (lyrica) since 2010 and vicodin from 2005 to 2015. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced fibromyalgia ("fibromyalgia"). In 2009, the patient experienced menstruation irregular ("irregular cycles/irregular periods"), depression ("depression"), nausea ("nausea") and pelvic pain ("chronic pelvic pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced hepatic function abnormal ("abnormal liver function"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cyst"), mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, headache, menstruation irregular, depression, fibromyalgia, migraine, nausea, dysmenorrhoea, dyspareunia, hepatic function abnormal, ovarian cyst, mood swings, hot flush, night sweats, vaginal haemorrhage and menorrhagia outcome was unknown, the weight increased was resolving, the fatigue and pelvic pain had resolved and the alopecia had not resolved. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hepatic function abnormal, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, vaginal hemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion. Current weight: 233 lbs. *hcg pregnancy test was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of pt. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain") in a 23-year-old female patient who had essure (batch no. 622309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatty liver, nausea, vomiting, heart murmur and parity 2 ((B)(6) 2004, (B)(6) 2007). Current weight: 233 lbs. Concurrent conditions included body mass index normal, diabetes mellitus, fibromyalgia, depressive disorder, myalgia, myositis, obsessive-compulsive disorder, obesity, lumbago, frequency urinary and perineal pain. Family history included hypertension (father). Concomitant products included metformin since 2014 for diabetes mellitus as well as contraceptives for topical use from 2004 to 2016, fluoxetine hydrochloride (prozac) from 2009 to 2012, hydrocodone bitartrate;paracetamol (vicodin) from 2005 to 2015, medroxyprogesterone acetate (depo provera) from 2014 to 2016, phentermine in 2010 and pregabalin (lyrica) since 2010. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced abdominal pain ("abdominal pain"). In 2008, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2009, the patient experienced fibromyalgia ("autoimmune disorder - type of disorder: fibromyalgia"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles/irregular periods / hormonal changes - describe: my periods were irregular"), depression ("depression") and nausea ("nausea"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced hepatic function abnormal ("abnormal liver function"). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst"), mood swings ("mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and weight increased was resolving, the headache, menstruation irregular, depression, fibromyalgia, migraine, nausea, hepatic function abnormal, ovarian cyst, mood swings, hot flush, night sweats, vaginal haemorrhage, menorrhagia and abdominal pain outcome was unknown, the dysmenorrhoea, dyspareunia and alopecia had not resolved and the fatigue had resolved. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hepatic function abnormal, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - in 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet received. Events added from pfs- abdominal pain. Medical history were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain') in a 23-year-old female patient who had essure (batch no. 622309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatty liver, nausea, vomiting, heart murmur, parity 2 ((B)(6) 2004, (B)(6) 2007) and pelvic pain. Current weight: 233 lbs. Concurrent conditions included body mass index normal, diabetes mellitus, fibromyalgia, depressive disorder, myalgia, myositis, obsessive-compulsive disorder, obesity, lumbago, frequency urinary and perineal pain. Family history included hypertension (father). Concomitant products included metformin since 2014 for diabetes mellitus as well as contraceptives for topical use from 2004 to 2016, fluoxetine hydrochloride (prozac) from 2009 to 2012, hydrocodone bitartrate;paracetamol (vicodin) from 2005 to 2015, medroxyprogesterone acetate (depo provera) from 2014 to 2016, phentermine in 2010 and pregabalin (lyrica) since 2010. On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced abdominal pain ("abdominal pain"). In 2008, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In march 2009, the patient experienced fibromyalgia ("autoimmune disorder - type of disorder: fibromyalgia"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular cycles/irregular periods / hormonal changes - describe: my periods were irregular"), depression ("depression") and nausea ("nausea"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/ I have been losing my hair"). In 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced hepatic function abnormal ("abnormal liver function"). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst"), mood swings ("mood swings/ hormonal changes describe: mood swings"), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ abnormal bleeding (vaginal, menorrhagia)"), scar ("the scar tissue tilted my uterus") and back pain ("if only it was so easy then there be no back pains"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and weight increased was resolving, the headache, menstruation irregular, depression, fibromyalgia, migraine, nausea, hepatic function abnormal, ovarian cyst, mood swings, hot flush, night sweats, vaginal haemorrhage, menorrhagia, abdominal pain, scar and back pain outcome was unknown, the dysmenorrhoea, dyspareunia and alopecia had not resolved and the fatigue had resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hepatic function abnormal, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, scar, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative. Hysterosalpingogram - in 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and social media content received : events added- scar, back pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain") in a 23-year-old female patient who had essure (batch no. 622309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and diabetes mellitus. Concomitant products included metformin since 2014 for diabetes mellitus as well as contraceptives for topical use from 2004 to 2016, fluoxetine hydrochloride (prozac) from 2009 to 2012, medroxyprogesterone (depo provera) from 2014 to 2016, phentermine in 2010, pregabalin (lyrica) since 2010 and vicodin from 2005 to 2015. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced weight increased ("weight gain"). In march 2009, the patient experienced fibromyalgia ("fibromyalgia"). In 2009, the patient experienced depression ("depression"), nausea ("nausea") and pelvic pain ("chronic pelvic pain"). In july 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2014, the patient experienced menstruation irregular ("irregular cycles/irregular periods") and hepatic function abnormal ("abnormal liver function"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, headache, weight increased, menstruation irregular, depression, fibromyalgia, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, alopecia, hepatic function abnormal and ovarian cyst outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hepatic function abnormal, menstruation irregular, migraine, nausea, ovarian cyst, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion current weight: 233 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was updated. This case concerns 23 year old patient. Her demographics were updated. Pregnancy outcome was updated. Her concurrent condition was added. Her concomitant medication was added. Essure insertion date was updated. Essure lot number was added. Essure indication was added. Events: depression, fibromyalgia, migraines, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, chronic pelvic pain, chronic pelvic pain, ovarian cyst, were added. She was recovering form the events pelvic pain and weight gain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), headache ("headaches"), weight increased ("weight gain") and menstruation irregular ("irregular cycles"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, headache, weight increased and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, headache, menstruation irregular and weight increased to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.